Event description:
Upon completion of stapling, a green string was noticed in cavity. String removed. It appears to be from the staple load sets used for robotic arm. String, stapler and reloads removed from service and sent to robotic coordinator for review. Surgeon notified and no harm to patient was found.